Event description:
The force sensor reading was found to be out of calibration during eval.

Manufacturer narrative:
The investigation showed that an operator handling issue might have caused the questionable results on c501. The customer used 13 mm sample tubes without the recommended sample rack tube adapters. After introduction of the tube adapters, the problem was solved. A service visit further showed that the instrument was working within specification. No adverse events were reported.

Event description:
The user experienced zero results for various tests on multiple occasions. Data was provided for one patient sample for crp which had an initial result of 0.0 mg/l which was reported as <5 mg/l to the clinic. The result was questioned and a repeat test was requested because the patient's crp result on the previous day was 187 mg/l. The sample was repeated with a result of 330.5 mg/l with a data flag. A new sample was also drawn and gave a result of 340.4 mg/l with a data flag. No information was provided to determined if the patient was adversely affected due to the initial result.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.